Manufacturer narrative:
Patient code was omitted from the original reg report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the issue was resolved without sequelae on (B)(6) 2016.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid 10.0 mg/ml; 2.568 mg/day via an implantable pump. Patient activation was enabled. Programming date from most recent refill prior to event was (B)(6) 2016. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported that the last time the medication ran out two weeks prior to the scheduled refill date. The reservoir was dry at the refill and it took a long time for it to start working again. The patient experienced a sudden change in therapy indicated as withdrawal symptoms including fatigue, felt sick and diarrhea on (B)(6) 2016 the patient followed up with the healthcare provider. The patient missed a scheduled pump refill appointment and allowed the pump to run nearly dry in (B)(6) 2016. The pump low reservoir alarm was sounding. The pump was interrogated and the refill reservoir volume was at 0.1ml. The pump was refilled and restarted. The pump was reprogrammed with a 30% decrease on (B)(6) 2016 to deliver 1.802 mg/day. The pump was reprogrammed (B)(6) 2016 with a 15% pump increase. On (B)(6) 2016 the patient was instructed to come in on time for pump refills to avoid any future withdrawal symptoms. The pump was reprogrammed (B)(6) 2016 with a 20% increase. The dose was gradually being titrated back up. The event was resolved and a refill had been done since then. Etiology of the event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was stated that the healthcare provider (hcp) let his pump run out. It was reported that the patient¿s pump ran out in (B)(6) 2016 and his ¿bowel was going everywhere¿. The patient didn¿t know what was going on and thought it was his nerve injury. The patient saw another hcp who refilled his pump and told him his pump had ran dry for two weeks. The hcp stated it would take the pump some time to starting up again because it was slow. The patient stated he had dilaudid two times the strength and did not have the dose or concentration. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was 220 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.